Manufacturer narrative:
(B)(4). (B)(6). The device was manufactured between 11jan2017 and 13jan2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a large volume infusor over infused. The expected infusion time was not reported; however, the infusion completed approximately 2 hours after it began. The event occurred during patient infusion with 3000 mg meropenem diluted with an unspecified amount of 0.9% sodium chloride. No additional information is available.

Manufacturer narrative:
The expected therapy time was reported to be 24 hours; however, the infusion was reported to have completed after 10 hours. Should additional relevant information become available, a supplemental report will be submitted.